Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display of insulin pump was frozen. The customer¿s blood glucose level was 7.2 mmol/l. Customer was calling back after installing a new battery and monitoring the insulin pump for 2 hours and frozen display was recurred. The customer was assisted with troubleshooting and customer stated that the all buttons was unresponsive. Customer stated that the insulin pump had hardware low level failures. Customer stated that the time clock did not advance. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response, problem isolated to keypad assembly. No frozen display noted. Device received with connector at electrical baord properly connected. No damage or moisture damage on keypad assembly noted. Unable to perform self test, displacement test or verify pump error 63 due to unresponsive buttons.